Event description:
Patient using prismaflex machine for crrt therapy. Machine in cvvh mode, set to remove 190 ml in one hour. Machine history reported 1100 ml removed in one hour. Gambro notified after patient removed from this machine. Company stated, it was a fluid removal jump related to the history jump software issue. The patient did not appear to suffer any ill effects. Machine pulled out of service until issue resolved.